Event description:
The customer reported erroneous low sodium, potassium and/or chloride test results were generated for seven patient samples when using the unicel® dxc 800 synchron® system. The erroneous test results were reported out of the laboratory, and a physician questioned the results for one of the patients. Samples were rerun on the same instrument, after recalibration, and the reports were amended. Patient treatment was not affected by this event. There were no deaths or injuries associated with this event.

Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and decontaminated the system. The fse also replaced the sodium electrodes and the potassium and calcium electrode tips. Failure mode could not be determined.